Event description:
It was reported that during the patient's generator replacement surgery the surgeon saw a small break in the outer sheath of the lead that covers the coil. The inner layer was still in tact, and the surgeon elected not to replace the lead as the lead impedance was within normal limits. It was reported that the surgeon repaired the lead by covering it in medical grade glue and wrapping it. The lead impedance remained within normal limits post repair of the lead by the surgeon. No relevant surgical intervention for suspect product (lead) has occurred to date. No further relevant information has been received to date.